Event description:
High thresholds were noted on this lead, along with intermittent capture. The physician elected to program this lead off and disable crt therapy. No additional info is available at this time. Should additional info becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. We would like to change this outcome to other serious.

Manufacturer narrative:
(B)(4) 2014 - this lead was capped and replaced during a normal device change out on (B)(6) 2014.